Event description:
It was reported that this lead exhibited low out-of-range impedance measurements. It was noted the health care professional (hcp) suspects a lead break/fracture. There were no associated adverse patient effects reported. This lead remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead exhibited low out-of-range impedance measurements. It was noted the health care professional (hcp) suspects a lead break/fracture. There were no associated adverse patient effects reported. This lead remains in service. Multiple attempts to obtain additional information were unsuccessful. Should additional follow-up information be received in the future, an updated report will be issued as necessary.